Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a fimea user report which reported the following information: a healthcare provider reported on behalf of the customer who had a low readings issue with the adc freestyle libre sensor. On (B)(6) 2020, the customer observed the sensor continuously giving readings of 3 mmol/l (54 mg/dl) to 6 mmol/l (108 mg/dl) regardless of eating and drinking. The customer reportedly "injected insulin according to the instructions and tried to obtain a variation in glucose levels without success by eating higher doses and with sugar lips." On (B)(6) 2020, the customer obtained a sensor reading of approximately 3 mmol/l (54 mg/dl) and felt unwell, low blood pressure, and malaise. The customer was taken to the emergency room where an hcp obtained a reading of 43 mmol/l (774 mg/dl), was diagnosed with diabetic ketoacidosis, and received unspecified treatment. The customer was hospitalized for an unspecified length of time. The readings were reportedly obtained within 10 minutes and when plotted on a parke¿s error grid, the results fell ¿out of range¿ deeming the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.